Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of tip won't detach. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, an alliance handle was used in conjunction with a trapezoid basket in an attempt to crush a 3cm stone. However, the stone was not able to be crushed and was stuck inside the basket. Pressure was applied to the handle to detach the tip of the basket but failed. The procedure was not completed due to this event. The patient was then sent to surgery on the same day to remove the basket with the entrapped stone. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Reportedly, there was no visual damage noted to the device before use.